Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Field service engineer inspected the reagent probes and confirmed the intermittent leak. Fse replaced the wash collar valve to resolve the issue. (B)(4).

Event description:
The customer reported am intermittent leak from the reagent probes on the unicel dxc 660i synchron access clinical system. The leak was contained within the instrument. The customer was wearing eye protection and gloves. No reports of injury or customer exposure. No reports of erroneous patient results generated.